Event description:
It was reported that during an unk procedure, there were spitting clips. Another device was used to complete the case. There were no adverse consequences to the pt. The device is not available for return.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Eval summary: the mfg records were reviewed and no anomalies were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device not returned.